Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: failure to follow steps / instructions the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an venous closure of the right common femoral vein using a proglide device using the pre-close technique via a 6f sheath hole prior to a atrial septal defect (asd) interventional procedure. Reportedly, the device was deployed properly but the knot and the suture loop was visible outside of the tissue tract, and the knot locked prematurely, therefore, the physician was unable to advance the knot and removed the device. The knot was formed and intact. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the asd procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and a figure of 8 stitch. There was no reported adverse patient effect. During return device analysis, it was noted that the returned suture was removed from the guide tube for further inspection and was also pulled from the suture bearing with no anomalies noted. It appears two sutures were returned in the loops. Both sutures were cut approximately 10 inches from the knot and were not scratched nor torn. The total length of both sutures was approximately 19 inches in length. An additional complaint (cn-370534) was created to capture the second suture that was returned looped and tangled with the initial reported device suture. No additional information was provided.